Manufacturer narrative:
Additional information: b5, d9, h3, h6, h11. B5: it was reported that a spectrum iq infusion pump under infused < 20 ml during testing in the biomed service department. There was no patient involvement. No additional information is available. H11: the device was received for evaluation. During evaluation, the reported problem of 'under infusing <20 ml' was not reproduced. The device over delivered with 5.03% during flow testing. A review of the event history log (ehl) revealed occurrences of no abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel. The pressure plate travel will be readjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused during testing in the biomed service department. There was no patient involvement. No additional information is available.